Event description:
The service repair technician at the subsidiary reported that during routine testing of the device at the service center, the unit did not switch to the battery power supply from the alternating current (a/c) power supply. The unit was a cardiovascular group demonstration unit. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.